Manufacturer narrative:
E1: initial reporter phone: (B)(6). Additional event details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the stent dislodged and required additional intervention. An express sd balloon expandable stent was selected for use in a renal stenting procedure. The target lesion was moderately tortuous and severely calcified. Access to the target lesion was difficult due to the calcified inferior mesenteric artery (ima) access. The lesion was pre-dilated with a 4mm balloon; however, the express sd stent could not track. The express sd was removed, and a 5mm balloon was unsuccessfully advanced to the ima access. At this point, it was realized that the stent had previously dislodged from the balloon catheter and was in-place though unopened. The stent was then snared out via the groin which prolonged the procedure. There were no patient complications as a result of event. The patient fully recovered.